Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly used a third-party service provider who may replace the pressure transducer printed circuit board (pcb). No further information has been received if this has been performed. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been conclusively determined. However, the issue was most likely related to pressure transducer pcb.